Event description:
Customer reported issues with the insulin pump. Customer states that they received a motor error alarm. The blood glucose reading is 68 mg/dl. Nothing further reported.

Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery and e70 error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the a21 error, occlusion and excessive no delivery test due to motor error alarm. Unable to verify a35 alarms due to motor error alarms. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.